Event description:
Caller reported a cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. Customer was advised by technical support to replace the current pump, which was still under warranty, with a new pump that has updated software. Customer acknowledged instructions on how to prepare the current pump for return and was informed about the steps to follow upon receiving the replacement. The replacement pump was sent without requiring delivery signature, and the customer was instructed to return the defective pump to tandem using the provided return box and pre-paid label within 10 days.